Event description:
It was reported that during a bypass procedure the po2's were low and the membrane pressure was high. The unit (monolyth oxygenator) was changed out with another monolyth and the procedure continued without incident. No pt injury.